Event description:
It was reported that the patient heard the device beeping. The device has been implanted greater than five years. The device was successfully replaced with another. There were no additional adverse patient effects.